Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, it was observed that the c-ring was bent. After the procedure was completed, and the device was pulled out of the leg, it was noticed that one c-ring connector was detached, however, the other one was still attached. The hospital did not report any patient complications.